Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. : returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 126cm from the hub and 44.5cm from the tip. The distal end of the inflation lumen is stretched from the tear in the inflation lumen to the separation. The proximal end of the inflation lumen is stretched from the midshaft bond to the separation. There are multiple kinks to the inflation lumen and multiple kinks to the hypotube. Microscopic examination revealed that the inflation lumen and guidewire lumen is torn approximately 25.5cm from the tip and goes all the way to the exit notch. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, while removing the device to finish the procedure, the balloon got separated from the middle, near the exit port. The detached part was caught with a snare and was removed from the body. The procedure was completed without replacing the device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. However, while removing the device to finish the procedure, the balloon got separated from the middle, near the exit port. The detached part was caught with a snare and was removed from the body. The procedure was completed without replacing the device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).